Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of scope communication error (error 216) was not confirmed. In addition, the device exhibited scope communication error (error b30) during evaluation of the device. Based on the results of the investigation, it is presumed that the event occurred due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. It was confirmed that the operation manual, ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ describes how to inspect for the suggested event1/2. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex videoscope exhibited a scope communication error (e216). The issue occurred during preparation for an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.